Manufacturer narrative:
The bipap a40 pro (itx3100s21) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred regarding a bipap a40 pro. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.